Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. The implantable cardiac monitor exhibited post-sensed t-wave oversensing. Programming changes were made there were no patient consequences.